Event description:
It was reported the top portion lobster claw suture grasper jaw did not extend properly intra-operative. As a result, the patient sustained a 30-minute surgical delay. The procedure was ultimately completed; however, the details regarding the surgical techniques used were not available. No patient complications were reported.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.